Event description:
It was reported that the cartridge was leaking from the canister. Reportedly, the leak may have been caused by overfilling, although unable to confirm. There was no reported adverse impact. No additional information was provided. Customer declined follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.